Event description:
I got my essure put in (B)(6) 2010. The bleeding and cramping lasted 4 weeks as the cramping has never stopped. I get dizzy spells at any given time and I'm nauseated all the time. I have had my gall bladder removed I have had 2 radiation tests done on me. I have seen a cardiologist and I have had a camera down my throat to see my intestines and more blood tests you can think of which to all of them, tests have come back normal. I'm a single mom of 2 kids and it makes my days very hard when I can't care for my kids the way I want to because of the pain I'm in. The doctor never told me about any of the possible side affects I could get and he told me that no one has ever had any problems. I'm only (B)(6) and have my whole life ahead of me and I want to live it to the fullest but it's hard to do when I'm restricted.